Event description:
A cartridge alarm issue was reported by the caller, specifically cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was to revert to multiple daily injections (mdi) as a backup therapy. Cts instructed the customer to put the faulty pump into storage mode and return it to tandem with the provided box and pre-paid label. The replacement pump was sent, and the customer was informed to program the settings and connect their continuous glucose monitor (cgm) to the new pump. The customer acknowledged all instructions and details regarding the pump's return.